Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep responded with nni. They were contacted to clarify the issue and responded again on (B)(6) stating that they had no further information regarding any procedures performed. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Device code (B)(4) applies to the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. They reported that their device was sticking out and had flipped in 2016, which resulted in the ins being "replaced" and moved to a new place. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient addressed the ins tilting issue, stating that around (B)(6) 2016, their ins became tilted and was protruding through their skin. Their weight had stayed the same range within 4 pounds for the last several years. They re-stated that they had concerns that their leads were implanted in a "crossed fashion". They also indicated they re-attached the letter they had sent in on (B)(6) 2016. No new information was listed regarding this. They stated that a rep was present at the revision surgery on (B)(6), and informed them that the crossed lead could not be removed and replaced. They stated the only procedure done was to remove the protruding ins from their waist and implant a new ins into their left upper buttock. No further complications or allegations were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) had tilted right up under the skin which had occurred in the past several weeks. The patient also noted that they had not had effective therapy since implant and that the leads were implanted crossing each other. The patient was working with their doctor for the issue and it was noted the doctor wants to re-do the implant to correct the issues (no surgery date had been scheduled). The indication for use for the implanted device was noted as spinal pain.

Event description:
Additional information from the patient mentioned that the cause of the tilted stimulator was due the space of implant being very tight and that the patient does not have very much fat. The patient indicated they had an implant revision scheduled to move the implant location and provide better coverage for the patient. The healthcare professional indicated that the stimulator was revised to resolve the lack of therapy and the tilted stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.